Event description:
In a nps survey received, it was reported that the customer has seen errors where the right medicine was programmed into the pump, but the wrong medication was delivered. There was patient involvement but impact was unknown.

Manufacturer narrative:
Omit: a140504 inaccurate delivery (2339). Additional information: imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
In a nps survey received, it was reported that the customer has seen errors where the right medicine was programmed into the pump, but the wrong medication was delivered. There was patient involvement but impact was unknown.